Event description:
The physician contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate readings on their verio pro meter compared to a compact meter. Physician compared the difference on meters with his staff members. The verio meter read 168 mg/dl and the compact meter read 106 mg/dl. Readings were done less than 30 minutes from one another. The physician denied any one exhibiting symptoms due to the alleged issue. The technique of applying blood on the test strip was correct. No further clinical information was provided. The product was replaced. At this time there is no evidence that a serious injury occurred. The complaint is being reported since the difference between the two meters are greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.